Event description:
The reporter stated, the surgeon inserted a micl 12.6mm implantable collamer lens in the patient right eye. After lens was inserted, the surgeon did not like the way the lens was sitting in the patient's eye. Decided to remove the lens and use the backup lens instead, same model and size. The incision was not enlarged and no suture was used. No patient injury. Patient is doing well. There was no malfunction, it was just surgeon's decision.

Manufacturer narrative:
(B)(4). Evaluation: results - visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. (B)(4).